Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has been having a problem, she turned up her stimulator because she keeps getting bladder infections and that was why she got the stimulator. The patient reported infection started right after the device was implanted and she has developed resistance to most of the antibiotics. The patient has recently been taking macrobid and finished it last week. The patient stated starting monday, (B)(6), she was experiencing a lot of pain, painful urination and a greenish discharge. The hcp wanted to do a cystoscopy last month but could not with the infection and so she was scheduled to go back to the hcp on monday for the cystoscopy. The patient was advised to contact her hcp to resolve the medical symptoms and to have a manufacturer¿s representative paged if the hcp advised. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the hcp reported the patient's uti's were related to the patient's underlying urinary dysfunction and were not related to the device and/or therapy. The patient was treated with antibiotics. No further complications were reported or are anticipated.